Event description:
It was initially reported that the patient had his pulse generator replaced to battery depletion. The explanted pulse generator was returned to the manufacturer, which confirmed the end of service condition. The end-of-service condition was expected based on the battery life calculation. Analysis indicated that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. After r35 was optimally reselected, the device performed according to the functional specifications. The out-of-limit supply current pulsing could potentially be a contributing factor to the end of service; however, results of the battery longevity prediction indicated that the end of service condition was expected.